Manufacturer narrative:
(B)(4). Date sent: 5/6/2025. B3: event year only reported: 2025. D4 batch #: t93x4l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 6-32 stud slightly damaged. The device could be assembled and tested and was functional. It is possible that the stud got damaged as a result of dropping it. The handpiece was disassembled to verify the condition of the internal components,. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the this damaged affect the handpiece functionality. A manufacturing record evaluation was performed for the finished device batch t93x4l, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the handpiece overheats abnormally when used. It was seen with the urology operating room. The forceps have 33 uses remaining. There were no patient consequences.